Event description:
The customer's blood glucose was tested using his contour meter and the reading was "lo". The customer's glucose was then retested using another meter and that reading was 143 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.